Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that since (B)(6) 2026, they hadn't been feeling the stimulation and that they were getting up 4-5 times a night to go to the bathroom, all the same symptoms they had before the device was implanted. The patient stated in the past, they'd always felt the stimulation for a couple of hours after they changed the settings which in time would go away, but now any time they attempt to change programs or turn the therapy back on after it "turns itself off" they weren't feeling anything and they thought the implant was no longer working. Patient services believed that patient was referring to the therapy turning off when the battery died because they mentioned having to charge up their implant because the therapy would turn itself off. The patient mentioned having met with a manufacturer representative at their managing health care provider office in the middle of 2025 and the representative had increased the stimulation to 0.6 ma on program 1 and the patient was able to feel the stimulation then, but now they weren't feeling it at all. Patient services asked the patient if they'd had any falls or traumas that would have led to the issue and the patient stated no, that they didn't have any falls or traumas. They did mention their issue with the recharger back in (B)(6) 2025 where they were sent a replacement. They stated they initially had a had a hard time getting the replacement recharger to connect to charge implanted neurostimulators but they'd finally gotten it to work and when they finally got it to connect, they charged the battery and it worked for about a week and a half or so but that was then when they went to turn the therapy back on and it turned on, but they couldn't feel it. They tried to change programs and turn the stimulation up and down but they still didn't feel anything. The patient again said this was (B)(6) 2026. Patient services redirected the patient to follow up with their managing healthcare provider to check the implanted system and the patient said their managing healthcare provider (hcp) had told them to call patient services. Patient services reviewed the role of patient services with the patient and stimulation and programming considerations as well as therapy expectations and walked the patient through connecting to see their settings. The therapy was on. The first program the patient had been on was at 0.5 ma on program 1 but they got a "this system is operating at maximum settings. Therapy cannot be increased" message so patient switched to program 2 and got the maximum settings message again at .5 ma. The patient said that was the message they had been getting since they turned the therapy back on again 2 weeks into (B)(6). The issue was not resolved through troubleshooting. Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their hcp to check the implanted system, advising the patient that the hcp could page a representative to come to the appointment if needed. Patient to follow up with their hcp. Patient services wanted to note that the patient was difficult to follow at times and did not ask the patient for their replacement recharger serial number as they were focused on the reason for call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.